Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when navigating the probe, if you hide a plan and then move the probe location and un-hide the plan, the cross-hair will jump to the tip location of the probe. Snapshot 1 shows the views before hiding, snapshot 2 shows the views after hiding the plan, moving the probe and then un-hiding the plan. There was no patient present.